Manufacturer narrative:
(B)(4). Additional information: this complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm that appeared on the home choice (hc) during dwell 3. Gts had the home patient (hp) cycle power. The hp did not see any leaks or open clamps. The hp would start over with new supplies and notify the peritoneal dialysis (pd) nurse. During follow up, the hp said that the air was in the line that goes from the machine to the discharge (drain line). The hp said that the cassette went through self testing okay. The hp said she spoke to her nephrologist about the alarm. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.